Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high,¿ bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed. A replacement pump was sent.